Event description:
Customer reported, she was hospitalized for low blood glucose. Customer believes she is receiving too much insulin when she bolused for her meals. Found the blood glucose target was set incorrectly. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.